Event description:
The customer reported that the insulin pump started alarming the day before, and she was experiencing high blood glucose of 433mg/dl. The customer treated with manual injections and she was feeling sick. Troubleshooting was performed, and the drive support cap was protruded. The caller also mentioned that insulin squirted out during the manual prime process. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime test and excessive no delivery. However, the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker.